Event description:
Reporter alleged the blood glucose monitoring device displayed a result of 141 mg/dl then flashed a reading of 368 mg/dl immediately afterwards. Customer stated that she did not see the symbol which she expected that is indicative of testing and did not have any glucose symptoms at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.